Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. When the patient rotates their arm, noise was reproducible. When the implantable cardioverter defibrillator (ICD) was explanted, the reported noise problem was abated. The lead remains im- planted.